Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for chronic low back pain and spinal pain. The rep reported that upon impedance check, it was identified that electrodes 0-6 were all outside of the normal range of greater than 10 ,000. The rep reported that the patient had no falls or external factors she was aware of. The rep reported that the patient noticed a difference in her coverage, so the rep programmed another group to provide adequate coverage that worked around the electrodes that were out of range. The rep reported that they informed the doctor and he was satisfied with what was done and did not identify anything else that needed to be done at the time of the report. No further complications anticipated.